Event description:
It was reported that the ilet bionic pancreas pump displayed horizontal lines across the screen, rendering the display unreadable and preventing navigation of prompts while the device otherwise remained functional. Symptoms included no adverse clinical effects and no impact to blood glucose as reported. Outcomes included replacement of the affected pump and eventual return of both the damaged unit and the replacement unit. Investigation included review of user reports and images indicating a display visibility failure consistent with a screen/display malfunction. Investigation of this device revealed a malfunction of the display component, resulting in loss of screen visibility while core pump functions continued to operate, consistent with a hardware display failure. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display hardware.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."